Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician met resistance when advancing the ruby coil into another manufacturer's catheter. The ruby coil was successfully withdrawn and the procedure continued using a new ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pet lock on the proximal end of the ruby coil pusher assembly was not intact, and the pull wire was largely pulled out of the pusher assembly hypotube. The pusher assembly was kinked approximately 6.0, 8.0, 10.5, 26.0, 99.0 cm from the proximal end of the pusher assembly hypotube. The coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was missing. The complaint has been evaluated. The initial complaint indicated that resistance was experienced when the ruby coil was being advanced into the non-penumbra catheter, and the ruby coil was withdrawn before it contacted the patient. Evaluation of the returned device revealed that the pet lock was broken and the pull wire was withdrawn from the pusher assembly. Further evaluation revealed multiple kinks along the ruby coil pusher assembly, and a fractured sr wire. These types of damage typically occur due to improper handling during use. If the ruby coil is advanced or withdrawn against resistance with force at an angle, it is likely that this damage will occur. The ruby coil introducer sheath and the non-penumbra catheter were not returned for evaluation. Therefore, the root cause of the resistance could not be determined. Penumbra coils are 100% functionally tested during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.